Event description:
It was reported "inserted the iabc catheter through the right femoral artery. It was reported on the pump that the balloon was unstable and could not be inflate, so the surgery was completed after the replacement of the new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24f0049. Additional information indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon re-turn, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane; some buckling was noted to the teflon sheath extrusion. The exposed section of the bladder was loosely wrapped. The one-way valve was tethered to the short driveline tubing. A bend to the central lumen was noted at approximately 30.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The one-way valve was connected to the short driveline tubing and vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping, and the appearance was consistent with being stuck near the distal tip. Upon manual inflation of the iabc, the bladder almost fully inflated but with a stuck portion near the distal tip. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. The bladder had inflated similar to the manual inflation, where the bladder almost fully inflated but with a stuck portion near the distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 30.0cm from the iabc distal tip due to the bent central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance, and the guidewire could not advance at approximately 51.0cm from the iabc luer due to the previously noted bent central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab would not inflate completely is confirmed. During the investigation, the returned iabc bladder did not fully inflate. No leaks were detected during the leak test. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "inserted the iabc catheter through the right femoral artery. It was reported on the pump that the balloon was unstable and could not be inflate, so the surgery was completed after the replacement of the new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).